Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomedical engineer (biomed). The biomed sent a copy of the philips information center ix (pic ix) alarm audit log. The rce reviewed the information, and responded to the biomed. The rce indicated that for room 7gn456, not knowing any details of time and what occurred, all the rce could see from the audit is that there were multiple yellow alarms with sound for rr (respirations) showing lower than alarm limit set occurring on picix mil7gn_surv01, along with some yellow alarms for non-sustained vtach, run pvc¿s and one red alarm for vtach. A philips complaint investigator (ci) also reviewed the provided log excerpt, and saw two instances of silencing in the alarm audit log. Further information was requested by the complaint investigator, however, no response was received from the biomed. Based on the available information, there was no product malfunction; this is a user issue. The requested review of the provided alarm audit log found multiple alarms, along with silencing by the users. This information was provided to the biomed. The device remains at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance with an audit log pull reporting that a patient death had occurred on (B)(6) 2020 in bed (B)(6). The patient died.